Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, observed 40 mm dark patch edge material inside gel device and the weight the device within specification. A microscopic analysis was performed which identified: one striated opening on the anterior and non-penetrating nick striated. Based on the device analysis the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool and a nick striated due to surgical tool scratch like. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.